Event description:
The customer reported that during use of this driver to insert a bioscrew implant for acl surgery, a portion of the driver tip broke inside the screw. The surgeon was able to remove the screw with the broken tip. This event resulted in a 20 minute surgical delay to obtain another driver. The procedure was completed as intended without pt injury.

Manufacturer narrative:
Investigation result: a visual examination confirmed that the shaft of this device broke off at the 30mm etch mark and the screw in use was at the proper depth mark on the driver before insertion. A hardness test performed on the returned unit met specification. This is a reusable device and the customer reported that this driver has been used in about 500 acl procedures before the breakage occurred. In addition, the eval determined that this unit was manufactured prior to 2007. The instruction for use provides the following cautions related to driver breakage: upon insertion into the bone tunnel, do not bend or use as a lever arm. Examine the driver prior to screw engagement for gouges, scratches, or dents. Ensure the tip is not bent so as not to impede the engagement of the screw. Do not use drivers to pry, as bending or breakage may occur.